Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -7.0/+4.0/092 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/23.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found no visible damage to the lens. Conclusion: as per dfu for this lens model, implantation of this lens in an individual with anterior endothelium chamber depth (acd) below 3.0mm is contraindicated. This patient had an acd of 2.875mm at the time of implantation. (B)(4).